Event description:
A high waste line pressure alarm occurred at the beginning of a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased due to a decrease in hemoglobin. No other medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned as requested. The exact cause of the reported alarm is not known. The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm as instructed in the user's guide. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. The user's guide includes appropriate actions to respond to alarms. There have been no similar reports subsequent to this event reported. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.